Event description:
After medical doctor deployed three stents without difficulty, he was removing the fielder xt wire and noticed the tip of the wire was dislodged/unravelled in the coronary artery (lad). Medical doctor attempted to use snares to remove wire tip, he was able to remove pieces but some tip remained. He then advanced two wires (pt2 ls) beyond the wire tip and twisted the wires to capture the remaining tip. On the first attempt, he removed another piece of the wire. On a second attempt he was able to successfully remove the rest of the wire tip. Md ivus'd lad to verify stent was no longer in the vessel. Three point zero mm x 22 mm medtronic resolute onyx stent he had deployed earlier in the case had to be removed and replaced due to manipulation looking for the wire pieces. No damage to the onyx reported.